Event description:
The product kit was provided without the disposable 5 degree tibial cutting guide ijig. Two 10 degree tibial cutting guide ijigs were provided. The surgeon performed the tibial slope cut without use of a cutting guide.

Manufacturer narrative:
The product kit was provided without the disposable 5 degree tibial cutting guide ijig. Two 10 degree tibial cutting guide ijigs were provided. The surgeon performed the tibial slope cut without use of a cutting guide. The tibial cutting guide ijigs were returned for investigation. Review of the ijigs confirmed that duplicate 10 degree cutting guides were provided.